Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged that the patient had blood glucose (bg) readings were "hi" and upper 300 and 400 mg/dl. With nausea and vomiting, unspecified ketones the patient was treated in the ER with IV fluids. This complaint is being reported as the patient had hypoglycemia and there was an allegation of inaccurate delivery.